Manufacturer narrative:
Subject device was not removed from the patient. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A patient implanted with a veptr device developed an infection surrounding the veptr device with streptococcus pneumonia in fluid. Patient was taken to the or for aspiration and incision and debridement of infected veptr rib-to-spine and rib-to-rib implant. Aspiration of the device yielded a small amount of turbid fluid which was sent for culture. Drains were placed distally next to the devices. The wound was then closed. The infection was felt to be remarkably modest in appearance. Necrotic tissue was not seen and a large amount of pus was not seen. Implants were not removed.